Event description:
It was reported that during a nephrectomy procedure, the suture opened shorting after being made. There was bleeding from the suture. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the appearance of the deployed staples? Were there any staples missing from the staple line? How much blood was loss (ml)? Did the patient require a blood transfusion? If the patient received a blood transfusion how many units were given? On which firing did the event occur? How was the case completed? What is the current status of the patient?